Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Following the description, we conclude the following possible root causes for this injection problem: inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. Excess force: this may be experienced when the blue cushion bypasses the iol. By attempting to push out the overridden iol, the volume of the injector tip increases and can cause the injector tip to crack or result in a stuck iol. If there is any resistance felt during implantation, the surgeon should stop immediately. It is recommended that devices with a higher diopter should advance the lens slowly, to allow the blue cushion to reshape and prevent the bypass of the iol. Dwell time after preparation: the IFU indicates that after you cover the whole lens and blue cushion with a generous amount of ophthalmic viscoelastic. Avoid touching the lens and blue cushion. You are to close the lid of the iol chamber to allow the lens to remain in this position until the surgeon is ready to implant it into the eye. Then you are to advance the lens to the intermediate position. Gently press the plunger forward until an audible "click" is heard. The IFU recommends that after the lens is advanced into the conical section, the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. Material properties: a potential root cause for the tip splits are quality variations from a component supplier. Manufacturer is working with high priority with this supplier to implementing improvement measures and additional quality inspections to resolve the situation.

Event description:
It was reported that during cataract surgery, the injector tip burst. The burst injector was then forcibly used to proceed with the surgery. Consequently, corneal damage occurred in the patient. The recovery of the patient is delayed, and visual acuity improvement is slower than expected. The event took place in south korea.